Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 160 intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: "during infusion, heparin cap at the y - shaped end was found leakage, customer needed green claim settlement"